Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a leak associated with a hemodialysis (hd) treatment. In a follow up, the nurse said the leak was recognized prior to hemodialysis (hd) treatment. Saline was leaking out of the hansen hook ups and onto the floor. Fresenius 2008t machine and fresenius bloodlines were used. There was no alarm and no alarm was expected. There was no patient injury, adverse event or medical intervention required as a result of this event as the patient was not involved yet.the patient was able to have a treatment on a same machine with new supplies. The device is available to be returned to the manufacturer for evaluation.